Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6). It was reported that after completion of a cryoablation procedure for atrial fibrillation, while in the recovery room, the patient experienced a subcutaneous hematoma at the puncture point. It was treated by femostop. The outcome of the event was ongoing. The patient then presented for an emergency visit a week later for pain on the hematoma. An echo-doppler was performed and showed no change, no thrombus, and that the hematoma was unsupplied. The patient was not hospitalized, only observed and treated with compression stockings. The device is not expected to be returned for analysis.

Event description:
Clinical study polar ice py003. It was reported that after completion of a cryoablation procedure for atrial fibrillation, while in the recovery room, the patient experienced a subcutaneous hematoma at the puncture point. It was treated by femostop. The outcome of the event was ongoing. The patient then presented for an emergency visit a week later for pain on the hematoma. An echo-doppler was performed and showed no change, no thrombus, and that the hematoma was unsupplied. The patient was not hospitalized, only observed and treated with compression stockings. The device is not expected to be returned for analysis. It was further reported that the event resolved.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. There is no evidence this device was used in a manner inconsistent with the labeled indications. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.